Event description:
It was reported that this right ventricular lead exhibited a pace impedance measurement of greater than 2000 ohms. Technical services discussed troubleshooting options with the health care professional. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).